Event description:
It was reported that the device was in backup vvi mode. Device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.